Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not pass intra-aortic balloon through 8french sheath from kit, then 2 competitor sheaths were tried. The iab would not advance up any of the sheaths. The iab was discarded and replaced with a new iab. There was no reported injury to the patient.

Event description:
It was reported that the intra-aortic balloon (iab) could not pass intra-aortic balloon through 8french sheath from kit, then 2 competitor sheaths were tried. The iab would not advance up any of the sheaths. The iab was discarded and replaced with a new iab. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: patient weight added, but customer did not confirm whether it is pounds or kilograms. (B)(4).

Manufacturer narrative:
Additional initial reporter (e.1) submitted as (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A penetration was observed at this location. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was confirmed on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. A leak may impact the ability to maintain vacuum causing difficult iab insertion. The evaluation confirmed the reported problem. Continual flexing of a kink can cause the catheter to become penetrated. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4)

Event description:
It was reported that the intra-aortic balloon (iab) could not pass intra-aortic balloon through 8french sheath from kit, then 2 competitor sheaths were tried. The iab would not advance up any of the sheaths. The iab was discarded and replaced with a new iab. There was no reported injury to the patient.

Manufacturer narrative:
Patient weight changed from: (B)(6). (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not pass intra-aortic balloon through 8french sheath from kit, then 2 competitor sheaths were tried. The iab would not advance up any of the sheaths. The iab was discarded and replaced with a new iab. There was no reported injury to the patient.